Manufacturer narrative:
(B)(4) analysis description: final analysis found that the insulation and outer coil were fractured at 27.7cm from end of connector, which led to an open circuit. The damage sustained resulted from clavicular crush.

Event description:
It was reported that the right ventricular lead exhibited high impedance and high threshold. A chest x-ray was performed and lead fracture was suspected. The lead was explanted and replaced. There were no adverse consequences to the patient.